Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt expired on an unk date due to cardiac arrest. The pd nurse stated the pt was not on the machine while they expired. The pt was not hospitalized prior, and did not have any abnormal occurrences in therapy or any therapy complaints. The cardiac arrest occurred suddenly. No info is available at this time.